Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) was only sensing noise at implant. The icm remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event is a duplicate of FDA report number 9614453-2020-00213. If information is provided in the future, a supplemental report will be issued.